Event description:
The complainant alleged that during patient set-up, the device's apex handle disassembled. The complainant did not indicate if there was an adverse effect to the patient as a result of the reported malfunction.